Event description:
The customer reported via phone call that they had a glare on the insulin pump. The customer stated the glare was similar to a brown haze. Customer stated they were unable to read the insulin pump's screen due to the glare. The customer could not recall how the damage occurred on the screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. The insulin pump passed the self test and no display anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.